Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: the device associated with this report was returned for analysis. Upon physical investigation the device was found broken. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Devices 3, 4, 5 and 6: reported to be part of complaint : (B)(4). Complaint age - closed. Issues : 2 lot code mismatches, 2 extra products product codes : (x2) 254401017 (1 extra product and 1 lot code mismatch), (x1) 254401006 (1 lot code mismatch) and (x1) 254401003 (1 extra product). Lot codes -:nw143589, nw143585, au6984060 and a4071020. Received at cg labs - on (B)(6) 2021 with tracking number (B)(4). Shipped from (B)(6) to (B)(6) - on (B)(6) 2021 with tracking number (B)(4), under (B)(4).decontamination run - 1182-777.